Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white "string like" article floating in a 1000 ml eva bag. This was noted after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and it was found that during manufacturing, white particles had been identified. The batch was reworked and the lot passed the acceptance criteria. Should additional relevant information become available, a supplemental report will be submitted.